Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat an occluded and calcified right coronary artery. The patient had a myocardial infarction within the last two weeks and presented in very poor condition with pneumonia, kidney failure, sepsis and was metabolically unstable. A perforation was caused by a non-abbott balloon catheter that was pressurized several times. A 2.8 x 19 mm graftmaster covered stent was advanced to the lesion but could not cross through the occluded segment. The perforation was sealed with several balloon inflations and the patient was sent to the cardiovascular unit, but expired several hours later. The cause of death was not reported; however, the physician stated that the graftmaster did not cause or contribute to the patient death. No additional information was provided.